Event description:
Limps for the first minute or so but once he stands on it, then is able to walk/when going down stairs he uses a cane as to not bend his knee since it's painful [limping] when bends his knee (sitting), gets out of bed, or goes up and down stairs, knee really bothers him and it's painful/since having the injection his pain has intensified/when going down stairs, uses a cane as to not bend his knee since it's painful [injection site joint pain] ([condition aggravated]). Knee had very little swelling [injection site joint swelling]. Physician injection one syringe then unscrewed the vile and injected the second one [improper use of device]. Case narrative: this case is linked to (B)(4) (multiple devices). Initial information was received from (B)(6) on 14-feb-2022 regarding an unsolicited valid serious case from a patient. This case involves (B)(6) male patient who reported that limps for the first minute or so but once he stands on it, then is able to walk/when going down stairs he uses a cane as to not bend his knee since it's painful, when bends his knee (sitting), gets out of bed, or goes up and down stairs, knee really bothers him and it's painful/since having the injection his pain has intensified/when going down stairs, uses a cane as to not bend his knee since it's painful, knee had very little swelling and physician injection one syringe then unscrewed the vile and injected the second one with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease, or risk factor. On (B)(6) 2022, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection (lot - brsl011; expiration date: unknown) for osteoarthritis (dose, frequency: unknown). Patient said there were two injections in the box. The physician injected one syringe then unscrewed the vile and injected the second one (device use issue). On an unknown date in (B)(6) 2022, after unknown latency, when the patient walked around on flat ground he was okay but when he bend his knee (sitting), got out of bed, or went up and down stairs his knee really bothered him and it was painful (injection site joint pain, caused disability). He limped for the first minute (gait disturbance) or so but once he stood on it, then was able to walk. When going down stairs he uses a cane as to not bend his knee since it's painful (gait disturbance, injection site joint pain, caused disability). Since having the injection his pain has intensified (condition aggravated). His knee had very little swelling (injection site joint swelling). Action taken: not applicable for all the events. Corrective treatment: used cane for injection site joint pain and gait disturbance; it was not reported if the patient received a corrective treatment for the events (physician injection one syringe then unscrewed the vile and injected the second one, knee had very little swelling). At time of reporting, the outcome was unknown for the event physician injection one syringe then unscrewed the vile and injected the second one, not recovered for rest of events a product technical compliant (ptc) was initiated, and results were pending for the same.

Event description:
Limps for the first minute or so but once he stands on it, then is able to walk/when going down stairs he uses a cane as to not bend his knee since it's painful [gait disturbance] when bends his knee (sitting), gets out of bed, or goes up and down stairs, knee really bothers him and it's painful/since having the injection his pain has intensified/when going down stairs, uses a cane as to not bend his knee since it's painful [injection site joint pain] ([condition aggravated]) knee had very little swelling [injection site joint swelling] case narrative: this case is linked to (B)(4) (duplicates); (B)(4) (multiple devices). Initial information was received from canada on 14-feb-2022 regarding an unsolicited valid non-serious case from a patient. This case involves a 70 years old male patient who limps for the first minute or so but once he stands on it, then is able to walk/when going down stairs he uses a cane as to not bend his knee since it's painful, when bends his knee (sitting), gets out of bed, or goes up and down stairs, knee really bothers him and it's painful/since having the injection his pain has intensified/when going down stairs, uses a cane as to not bend his knee since it's painful and knee had very little swelling with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease, or risk factor. On (B)(6) 2022, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection (48 mg/6ml) (lot - brsl011; expiration date: 29-feb-2024) for osteoarthritis (dose, frequency: unknown). In (B)(6) 2022 the patient developed a non-serious event 'limps for the first minute or so but once he stands on it, then is able to walk/when going down stairs he uses a cane as to not bend his knee since it's painful' (gait disturbance) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate. In (B)(6) 2022 the patient developed a non-serious event 'when bends his knee (sitting), gets out of bed, or goes up and down stairs, knee really bothers him and it's painful/since having the injection his pain has intensified/when going down stairs, uses a cane as to not bend his knee since it's painful' (injection site joint pain, condition aggravated) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate. In (B)(6) 2022 the patient developed a non-serious event 'knee had very little swelling' (injection site joint swelling) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate. It was reported "synvisc one/patient called the synvisc patient support line and mentioned that he had synvisc-one (according to the lot number and the box) in his knee on monday, (B)(6) 2022 for osteoarthritis. Patient said there were 2 injections in the box. The physician injected one syringe then unscrewed the vile and screwed in the other vial and injected the second one. When the patient walks around on flat ground he is okay but when he bends his knee (sitting), gets out of bed, or goes up and down stairs his knee really bothers him and it's painful. He limps for the first minute or so but once he stands on it, then is able to walk. When going down stairs he uses a cane as to not bend his knee since it's painful. Since having the injection his pain has intensified. His knee had very little swelling" action taken: not applicable for all the events. Corrective treatment: used cane for injection site joint pain and gait disturbance; it was not reported if the patient received a corrective treatment for knee had very little swelling. At time of reporting, the outcome was not recovered for all the events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 14-feb-2022 for synvisc one. Batch number: brsl011. The production and quality control documentation for lot number brsl011 expiration date (2024-02) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number brsl011 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As 25-feb-2022 there are 15 complaints on file for lot number brsl011 and all related sublots. 12complaints are on file for lot number brsl011: (1) adverse event report/packaging issue, (10) adverse event reports, (1) adverse event report/leakage. 2 complaints are on file for lot number brsl011a:(1) packaging issue and (1) adverse event report/ leakage. 1 complaint is on file for lot number brsl011b: (1) adverse event report. Sanofi will continue to monitor complaints as stated in sop (B)(4) "product event handling" to determine if a CAPA is required. Final investigation was completed on 25-feb-2022 with summarized conclusion as no assessment possible. Additional information was received on 25-feb-2022 from other healthcare professional (quality department). Ptc results were received and added. This case previously processed as serious was downgraded to non-serious. Upon internal review, this case (B)(4) hence, all of the information from (B)(4) is being prepared for deletion. Also, event- physician injection one syringe then unscrewed the vile and injected the second one was deleted because, it was confirmed that patient received only one injection. Local comments: *downgrade.*